Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that have placed a total of 4 mid-thigh catheters with the following reference s1274108d5 and lot numbers rejq0717. 3 of these lines we have documented kinks that have resulted in line removal and the last line I¿ve had to cathflo about 3 times already since it was placed. All catheters are significantly kinked at 6/7cm mark and 35 cm mark. No issues upon insertion. Verified by x-ray upon placement. All lines placed mid-thigh at bedside. No serious injury, but patients received unnecessary alteplase administration, delay in treatment due to line not working, and one patient required the insertion of a tunneled catheter. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter kink was confirmed. The product returned for evaluation was three used 5fr dl powerpicc solo catheters. Gross visual and microscopic inspection of units 01 and 03 were unremarkable. Therefore, the investigation will focus on unit 02. Inspection of the catheters found that one of the units (unit 02) had a kink in the tubing at four different locations. One between the 6cm-7cm depth markers, one between the 7cm-8cm depth markers, one between the 30cm-31cm depth markers and one at the 35cm depth marker. Microscopic inspection found that each kink had an elliptical shape and the damage was circumferentially aligned. Additionally, the kinks between the 6-7cm and 7-8cm depth markers had c-shaped impressions (material buckling) and white discoloration of the tubing material at the damage site. This was indicative of material fatigue. However, the other two kinks did not exhibit the same features and no evidence was observed to help identify a root cause for the other two kinks. A wall thickness measurement was taken and the catheter was found to be within specification. Based on the available material for review, it is likely that material fatigue due to physiological, placement, usage, and mechanical factors contributed to some of the observed damage. However, there is insufficient evidence to conclusively determine a root cause.

Event description:
It was reported that have placed a total of 4 mid-thigh catheters with the following reference s1274108d5 and lot numbers rejq0717. 3 of these lines we have documented kinks that have resulted in line removal and the last line I¿ve had to cathflo about 3 times already since it was placed. All catheters are significantly kinked at 6/7cm mark and 35 cm mark. No issues upon insertion. Verified by x-ray upon placement. All lines placed mid-thigh at bedside. No serious injury, but patients received unnecessary alteplase administration, delay in treatment due to line not working, and one patient required the insertion of a tunneled catheter. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that have placed a total of 4 mid-thigh catheters with the following reference s1274108d5 and lot numbers rejq0717. 3 of these lines we have documented kinks that have resulted in line removal and the last line I¿ve had to cathflo about 3 times already since it was placed. All catheters are significantly kinked at 6/7cm mark and 35 cm mark. No issues upon insertion. Verified by x-ray upon placement. All lines placed mid-thigh at bedside. No serious injury, but patients received unnecessary alteplase administration, delay in treatment due to line not working, and one patient required the insertion of a tunneled catheter. This report addresses the second device.